Event description:
Patient reported left-side "hardness, pain, fatigue and inflammation". Patient later reported "I have been having trouble with my implants. Want to see if they are on the recall". Patient later reported "tear" and "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.